Event description:
It was reported the pt (B)(6) suddenly lost stimulation. A previous diagnostic test revealed invalid impedance measurements. Surgical intervention was undertaken to address this issue. Intraoperative testing of the leads during the procedure found the reported impedance issues were only observed when the leads were connected to the ipg. As such, the physician replaced the pt's ipg, effective stimulation was recaptured following the procedure.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.